Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.